Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure name of initial surgical procedure in 2009? The diagnosis and indication for the initial surgical procedure? The initial approach for the index surgical procedure in 2009? Provide product code and lot number? Any concurrent procedure/device implantation? Were there any intra-operative complications? Were there any pre-existing signs/symptoms of active infection prior to this initial surgical procedure? Other relevant patient history/concomitant medications? Onset of thrush infection? What medical intervention was performed for recurrent thrush infection? Results? When was the mesh extrusion first noted by a physician? Site/location? Describe details of 2010 procedure. When was the mesh ¿re-extruded¿? Site/location? When was cystoscopy performed? If any medical/surgical intervention was performed for re-extruded mesh/eroded mesh at bladder neck, please provide dates and surgical findings? What is physician¿s opinion as to the etiology of or contributing factors to this event: mesh extrusion/erosion and recurrent thrush infection? What is the patient's current status? The event of first mesh extrusion and revision in 2010 reported in the medwatch report 2210968-2018-77216

Event description:
It was reported that the patient underwent an unknown gynecological procedure in 2009 and the mesh was implanted. The patient experienced mesh extrusion and it re-covered in 2010. The patient experienced recurrent thrush and re-extrusion of mesh. Cystoscopy showed that the mesh eroded at bladder neck. The device remains implanted and full mesh removal is in further discussion. Additional information has been requested.